Event description:
On (B)(6) 2015, leica microsystems received a complaint stating that the swing arm of the leica (B)(4) surgical microscope dropped down during a procedure on patient's ear. The microscope fell to the lowest arm position beside the patient. The surgeon was able to hold onto one of the eyepieces to stop the fall. It was reported that there was no injury to patient or user. The surgical microscope is out of service and the affected part is being shipped to manufacturer for investigation.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted. Should additional information become available following the investigation.